Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that at least 1 bd¿ tuberculin syringe with the bd precisionglide¿ detachable needle experienced needle and syringe separation. The following information was provided by the initial reporter: I use these syringes to self administer methotrexate. The needle comes off the syringe.